Event description:
It was reported that pump repeatedly shut off over the course of a week and eventually would not turn on at all despite attempts to restart it. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to plug pump in and leave it charging, but pump still did not turn on, so no further troubleshooting was possible and technical support arranged a replacement pump.